Event description:
It was reported that this right ventricular (rv) lead was attempted implant due to helix extraction and retraction issues, fracture and difficulty to remove. Once the lead was implanted the physician could not get appropriate measurements, and no change in pacing impedance. During the procedure there was difficulty removing the lead as the helix seemed to be stuck and stretching as they tried to remove it. While pulling the electrode out the helix stretched even more, and hooked a piece of the tricuspid valve, causing a third degree heart block, resulting in bradycardia. A new lead of the same model was planted in the apex. The physician reported dissatisfaction with the product. No additional adverse patient effects were reported. This lead has been returned, and analysis is pending. Once analysis is completed, an updated report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted dried blood/body fluid in the helix housing and gouge marks were noted on the terminal pin. The lead body was deformed and the helix was stretched out, this was suspected to have been induced during the procedure. No helix mechanism test could be performed due to the condition of the stretched helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. While no fracture was confirmed, the helix difficulty and lead body damage allegations were confirmed as this was induced damage confirmed to have happened during the procedure procedure.

Event description:
It was reported that this right ventricular (rv) lead was attempted implant due to helix extraction and retraction issues, fracture and difficulty to remove. Once the lead was implanted the physician could not get appropriate measurements, and no change in pacing impedance. During the procedure there was difficulty removing the lead as the helix seemed to be stuck and stretching as they tried to remove it. While pulling the electrode out the helix stretched even more, and hooked a piece of the tricuspid valve, causing a third degree heart block, resulting in bradycardia. A new lead of the same model was planted in the apex. The physician reported dissatisfaction with the product. No additional adverse patient effects were reported.